Event description:
A malfunction was reported on the pump, with no significant events occurring prior to the incident. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump, but communication with the customer's father was needed to proceed with the replacement process. The customer was advised to have her father call back to continue addressing the issue.